Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for myocarditis. It was reported that after replacing the peel-away sheath with the indwelling sheath bleeding occurred. The bleeding did not stop. The angle was maintained, and pressure was fixed from above to stop bleeding. The patient was administered mannitol, adenine, and phosphate (map). No further information was provided.